Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a small leak coming from the bottom of the cartridge. It was noted that the customer filled the cartridge with 300 units. The customer's blood glucose level was not impacted. Reportedly, the customer insisted on using the same cartridge.